Event description:
Rptr received a medtronic spinal stimulator in 2000 with the understanding the battery would last 4-5 years. It malfunctioned and the battery only lasted 8 months. It cost twenty-five to thirty thousand dollars. They said they were not responsible for the malfunction. In 2000 rptr received the medtronic neurological implanted device for spinal and leg pain. Dr implanted the device. In 2001 the battery failed. When rptr called MFR's customer service line, rptr was told there was no guarantee as to the life length of the battery on the implanted device. Rptr was also told that the doctor should have known how long the battery would last since they had done a trial on rptr. Dr told rptr the battery would probably last 4-5 years and then they would have a battery that would never need replacement. Is this the kind of battery they use in pacemakers? Rptr feels rptr has been taken for a short ride that cost rptr's insurance company and rptr twenty-five to thirty thousand dollars for 8 months of relief.